Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported breast implant which has ¿ruptured and is part of the recall¿.this record represents the unknown side. Device remains implanted .

Event description:
Patient reported left side ¿ruptured and is part of the recall¿.device remains implanted .

Manufacturer narrative:
Continued date of birth (a2): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d4, d6a, g2, h4, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side ¿rupture and is part of the recall.¿ healthcare professional later reported capsular contracture baker grade I. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, a4, b5, d6b, g1, h6.